Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: brown biological tissue in the shell and black mold like appearance. A leak test and microscopic analysis were performed which identified more than 4 striated openings. Based on the device analysis the final assessment is: more than 4 striated openings due to surgical damage consistent in the use of some surgical tool.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.